Event description:
It was reported that during a robotic hysterectomy procedure, the safety button did not retract. Case completed with same trocar. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the 2d12lt device found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. The reset button activated and deactivated upon penetration as intended. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.